Manufacturer narrative:
The fractured certain® gold-tite® hexed screw associated with this event has been discarded. The screw fragment remains inside the implant, evidence of the fractured screw has been observed through provided radiographs. No conclusion can be drawn. No lot or order number has been provided for device history review.

Event description:
The doctor reported that the abutment screw fractured in the implant and the stock screw removal kit was unsuccessful. Biomet 3i will provide a custom screw removal tool to retrieve the screw fragment.